Event description:
Reportedly, during testing the pump made a squeaking and grinding noise before shutting off. The pump will not run. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4)